Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the device was not returned for evaluation; no pictures were provided. The most likely cause of the failure is use error due to excessive force on the device.

Event description:
On 12/05/2022, it was reported by a sales representative via email that an ar-3632 fibertak suture anchor shaft bent, and an ar-8990st-2 fibertak dx suture anchor inserter broke. This was discovered during a procedure on (B)(6) 2022.